Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent a revision procedure wherein the ipg was relocated and replaced. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1110-02 sn ((B)(4)): device evaluation indicated that the source of the pocket pain was not determined. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent a revision procedure wherein the ipg was relocated and replaced. No device malfunction was suspected. The patient was doing well postoperatively.